Manufacturer narrative:
The device was unable to prime during the prime test due to loose and or protruded drive support disk. The excessive no delivery was unable to be performed due to prime anomaly. The device had missing segment and partial display due to zebra connector cracked. The lcd was found to have minor scratches, cracked case near display window corners, and cracked reservoir tube lip. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm on their insulin pump. The device is being replaced. No further information provided.